Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added : h6 product complaint # :(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jul 20 & 25, 2017: litigation and medical records received. Litigation alleges corrosion, friction and wear, pain, discomfort, and toxic metal debris. In addition, pfs alleges metallosis and weakness. After review of medical records for MDR reportability, it was reported that the patient was revised to address metal hypersensitivity. Revision notes reported clear yellow synovial fluid, slightly retroverted cup, metal debris at the head trunnion bearing surface, and a well-fixed femoral and acetabular component. Updated product information. This complaint was updated on: aug 09, 2017.

Manufacturer narrative:
(B)(4). Added: UDI.

Event description:
Ppf has no new allegation. After review of medical record, patient was revised to address failed left total hip arthroplasty with suspected metal hypersensitivity. On (B)(6) 2013, a clear yellow synovial fluid was noted. No complete operative procedure provided, as well as laboratory result and clinic visits. Added facility name, account name, associated contacts and products UDI.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.